Event description:
It was reported that during the out of body test, the recanalization catheter did not flush properly. Reportedly, the irrigation port appeared to be loose. The device was not used on the pt. Another recanalization catheter was used with the same generator to complete the procedure.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned. The investigation is confirmed for a break as the y-connector was observed broken, resulting in the reported device inoperable issues. The device failed to perform as expected due to the broken y-connector. It is unk when the y-connector broke or if procedural issues (i.e. Removal of device from hoop and packing) contributed to the event. The root cause is not likely manufacturing related, as all catheters are flushed with air 100% prior to packaging. The definitive root cause could not be determined based upon the available info. The current IFU (instructions for use) states: set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.